Manufacturer narrative:
Clinical statement: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact needed to cancel treatment since the cycler was turned off to bring the patient to the hospital. Technical support advised the patient contact to continue on with the end of treatment process. From that point, the patient contact will be able to take all the supplies down. Upon follow up, the patient contact stated the patient was in treatment (phase unknown) when the patient began to experience chest pain. The patient was disconnected and transported to the hospital. The patient was admitted to the hospital. The patient¿s diagnosis and hospital course were not provided. The patient contact stated that the chest pains and hospitalization were not due to any issues with the liberty select cycler. The patient continued peritoneal dialysis during the hospitalization utilizing manual exchanges. The patient was discharged to home (date not provided) and is continuing pd therapy utilizing the same liberty select cycler without issue. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this hospitalization.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.